Event description:
It was reported that the patient received a vibratory alert. Interrogation showed the alert was triggered due to extended charge time. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported extended charge time was confirmed in the laboratory. Analysis of the device identified an anomalous component. This could account for the field observation of extended charge time. The root cause could not be determined.